Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked and crumbling touchscreen while the device continued to deliver therapy; the unit was no longer watertight and required replacement. Symptoms included no reported glycemic issues. Outcomes included continued cgm use and a replacement device arranged with instructions provided for data syncing, shutdown, and device startup on the replacement. Investigation included review of the event description and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.